Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia (pain during sexual intercourse), blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain, as well as other severe and permanent health consequences requiring hospitalization. No further information has been provided.